Event description:
The company received word that co's zymed easiview/telemetry system may have caused the death of a pt in 2001. Co's immediate f/u at the facility identified user errors. The telemetry system was in full use & working as designed. The hosp staff was unceratin as to the cause of the pt's death.